Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 1 video submitted for evaluation. The reported issue of package damaged / defective / other was not confirmed. DHR for packaged needle (pn) was performed for batch 2143681 (catalog ns682245). No quality notification was raised for short count in the past 12 months for arterial cannula.

Event description:
It was reported that the seals on 20 bd¿ arterial cannulas packaging units were compromised. The following information was provided by the initial reporter: "even the integrity of seal is compromised of the case."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the seals on 20 bd¿ arterial cannulas packaging units were compromised. The following information was provided by the initial reporter: "even the integrity of seal is compromised of the case."